Manufacturer narrative:
Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028. D2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that after completing an ultrasound-guided procedure, the ultrasound device was moved aside. The device remained connected to the main power supply outlet and was not in use at the time of the event. Customer reported after about 54 minutes, flames were noticed to be originating from the power supply located on the system. Once the power cord was unplugged from the main supply outlet, the flame extinguished itself within 20 seconds. No injuries were reported.

Manufacturer narrative:
H3: ge healthcare has concluded its investigation. Due to the customer discarding the power cord, a comprehensive analysis of the power cord could not be performed. Based on internal expert analysis review of photos provided by the customer and all the evidence supplied, the investigation showed that the customer was not using a gehc approved cord that was designed to be used with the vivid iq system. The manual for the vivid iq system indicates that the customer is required to use only the power cord provided by gehc. Using an unapproved power cord can potentially cause thermal issues. The system has been corrected by installing a gehc approved power cord and cart power box. After testing, the system has been returned to full functions. No further actions are planned by gehc.